Manufacturer narrative:
The device was received fully deployed. The soft cannula was observed to be flattened. This event cannot be confirmed since it cannot determined when this damage occurred to the soft cannula. The bottom housing was observed to be damaged post use. Cracks were observed to the pcb assembly. The damages to the pcb occurred in the same location as where the indentations in the bottom housing were observed; therefore, the pcb damages can be attributed to post use damages. It could not be conclusively determined if these damages to the pcb caused the total data loss. Data was attempted to be downloaded from the device. After multiple attempts, the pcb was removed from the device and connected to an external power supply, but a download was still not possible. The device suffered from a total data loss.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (back), the pod's cannula was found bent. Trace ketones were also present. As treatment, a manual injection of insulin was delivered, a new pod was applied and patient drank water.